Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 78 mg/dl. The customer had no recollection of what happened prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume did not match the amount of insulin in the reservoir. The insulin pump passed the prime and high pressure tests. The nurse had no supplies to perform the displacement test. Nothing further was reported.